Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switches on two buttons. The insulin pump also had cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube window. (B)(4).

Event description:
The customer's reported via phone call that the up arrow on her husband's insulin pump was hard to push and unresponsive. The patient's blood glucose at the time of incident was 97 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.